Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported apical cuff blood leak, cardiac tamponade, and ischemic stroke and a direct correlation with the device could not conclusively be determined through this evaluation. No product is available for investigation as the pump was not explanted. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding, pericardial fluid collection, and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implant, the patient had bleeding around their sewing ring that required the patient go to back on bypass for pump removal. The bleeding was addressed with additional suture and bioglue. Hemostasis was achieved and the patient was transitioned back onto the lvad with flows around 4lpm. The patient received multiple products in the or and ICU. Overnight, the central venous pressure (cvp) increased and flows dropped that caused low flow alarms; this increased the need for inotropes and pressor support. The patient was brought back to the cardiac catheterization lab to place a protek duo cannula with a rotaflow rvad. The lvad flows were in the 2.5 to 4lpm range, and rvad flows were in the 1.5-3.5 lpm range. Hematocrit (hct) level was 15. Mean arterial pressure was stable. The patient was brought back to the operating room for low flows on their rvad and lvad. The underwent a washout of tamponade which originated from the right lung. Flows on both the rvad and lvad improved post-operation. On (B)(6) 2021 the patient had neurological changes; a computerized tomography (CT) scan was performed that revealed a massive ischemic stroke. On (B)(6) 2021 the rvad and lvad were turned off and the patient expired shortly after.